Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases were broken and that the main printed circuit board was out of specification electrically and that it needed interconnect washers. (B)(4).

Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis confirmed the current drain functional test issue. However analysis was halted due to complexity of possible cause. Conclusion: confirmed the active current drain failure, but could not successfully isolate the fault due to failure complexity.